Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a sleeve gastrectomy the stapler would only advance the knife blade partially down the reload. To correct the condition the users brought in a new powered handle and reload and used a manual handle to finish the case. The last known patient status is reported as doing fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter standard. Visual inspection of the adapter noted no abnormalities. Functional evaluation noted that the reported conditions were not replicated. The reported condition of partial firing was not confirmed. A secondary, unrelated condition of reload not recognized was discovered during functional evaluation. A product enhancement was initiated to prevent the secondary condition from reoccurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.